Event description:
On (B)(6) 2009, the pt reported that, while changing the insulin cartridge of her infusion device, her device piston rod did not fully retract. She stated she tried several times to retract the piston rod completely but was unsuccessful. The pt was instructed to try again to complete the 'change cartridge' procedure, but the piston rod did not fully retract although the device displayed 315 units. The pt was instructed to insert a new battery into her device. She did so, but the piston rod did not fully retract. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.